Event description:
Per the clinic, the patient experienced abnormal sound quality and facial nerve stimulation with device use. The issue could not be resolved, leading to device non-use. The implanted device remains. There are no plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4) implanted device remains.